Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified anatomy resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified distal right coronary artery (rca). A perforation occurred during use of an unspecified device. A guide catheter extension was used for support and a 3.5 x 16 mm graftmaster stent delivery system (sds) was advanced. The graftmaster sds was unable to cross, due to the patient anatomy, and was removed without resistance. A 2.8 x 16 mm graftmaster sds was then advanced, through the same guide catheter extension, and was able to cross to the target lesion. The stent was deployed and the perforation was sealed. Post procedure, the patient was in stable condition. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.